Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 6.8 mmol/l and the sensor glucose was 3.2 mmol/l and low limit in sensor settings was 4.6 mmol/l. Insulin delivery was suspend due to sensor values. Customer stated difference was occurring with the current sensor. The sensor will not returned for analysis.